Event description:
It was reported when using the bd vacutainer® push button blood collection set there were twenty (20) tubes were cracking. There was no report of impact to the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: fpa. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked product/component was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.